Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 388 mg/dl while wearing the pod between 5 and 24 hours. Reported symptoms include dizziness, blurred vision and fatigue. The patient was monitored at the hospital; however, no treatment was given. The patient was released after 3 days. The pod was removed prior to arrival at the hospital.

Manufacturer narrative:
Cloud data from the user for the period of 05nov2025-10nov2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was used mostly in automated mode during this period. While in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. Instances of the system switching to automated mode: limited due to an inactive sensor and temporary sensor errors were observed in the phb. The system responded appropriately to the missing sensor values, with the transition to automated mode: limited occurring after four cycles and the missing sensor values alert generating after one hour of missing values. If automated insulin delivery was suspended prior to the transition, the system maintained the suspension for 40 minutes after the transition before beginning delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate. If automated insulin was being delivered prior to the transition, the system immediately began delivery of safe basal. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that all bolus records captured in the cloud during this period were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data.